Event description:
User allegedly heard a pop and smelled smoke. The dealer removed the rear cover and allegedly found the charger smelling like smoke. The charger allegedly would not light up when plugged into the wall. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model m51, serial number/date (B)(4) is approximately 9 months old. The user manual part number 1125085 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(6) male (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.